Manufacturer narrative:
This report was initially submitted on july 20th 2018. The report was rejected due to an incorrect code and will no be resubmitted. Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report; device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during a procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective keyboard and display. Both parts were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.